Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the patient's left ventricular (lv) lead was not used because stylets were not advancing smoothly into the lv lead. The lv lead was not used and another lv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst noted that visual inspection found guidewire coating adhered on the edge of the is-4 pin. A stylet guidewire insertion test was performed and was passed. The stylet guidewire passed through the coil lumen without obstruction. The stylet guidewire was not returned with the lead. Testing was performed using a fresh stylet guidewire. If information is provided in the future, a supplemental report will be issued.